Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead and associated device experienced difficulty breathing accompanied by sharp pains while on walks. The patient was found to have a pericardial effusion. It was also reported that the patient had an infection and was on a 12 week dose of antibiotics. The local boston scientific field representative did not have any further information. The system remains in service.